Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Dd/mm/yyyy I collins: additional regulatory report needed because product investigation was completed.